Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the outpatient clinic as a non-emergency situation and claimed to have some alarms in the early morning, but the record did not show anything. Log files were submitted to check of there was any electrical issues. There were no unusual events recorded int he log file event history from the reported date. The log file did show multiple power cable disconnects while the patient was connected to the mobile power unit that did not appear to be associated with a power exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms was not confirmed. The submitted log file contained approximately 9 days of data (08sep2025 ¿ 17sep2025 per the timestamp). The data in the log file did not indicate any issues with the mobile power unit. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17apr2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that it was not 100% confirmed and that the patient claimed very short alarm but there was no record of it. The home electricity, battery, and battery contact area, and the mobile power unit power cable were checked for troubleshooting. The alarm was considered resolved as it had not repeated.